Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable, video controller pcb, cpu pcb, system interface pcb, and image processor pcb were evaluated and replaced. The system software and calibrations were also evaluated and reloaded during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.